Event description:
It was reported that the patient developed a pocket infection of the cardiac resynchronization therapy defibrillator (crt-d). The patient underwent a procedure on (B)(6) 2024 to explant both the atrial and right ventricular leads and irrigate the crt-d pocket. The left ventricular (lv) epicardial lead was then placed in the atrial port and tachy therapy was deactivated until the infection cleared. It was stated that post-procedure the patient was doing well with the lv epicardial lead (set to aai 60 beats/minute). No additional adverse patient effects were reported.